Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that a patient underwent a revision surgery due to "loosening/lysis" of the stem and glenoid components. The implanted head, stem and glenoid component were removed and replaced with another implant. The humeral head component, part 50214819 (ascend monolithic shoulder system, humeral head 1.5mm) was removed during this surgery. The removal of this part was determined to not meet the definition of a complaint per (B)(4). The glenoid component is manufactured by tornier sas and will be reported separately. No further patient complications have been reported.